Event description:
Philips received a complaint by the customer on the v60 indicating that it does not operating on ac power. Unit does work fine with the internal battery. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the power cord, and it's now operating fine on ac power and the battery is charging. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.